Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced one infection and bumps on the infusion site and he went to her doctor who prescribed her doxycycline to treat the infection. She mentioned the infection resolved after six days on antibiotics on (B)(6) 2026.